Manufacturer narrative:
No pt consequences were reported. One used catheter was received on 08/22/2007. The unit was visually and functionally examined. Results of the testing are as follows: upon visual inspection of the transition between the catheter shaft and the distal end, a ridge was observed at the fuse area 10cm from the distal tip. The catheter was held together by the internal components as designed. The catheter passed mechanical and electrical test criteria, including continuity, steering, acceptable EKG signal, simulated ablation test and flow and leak tests. Similar catheters were functionally tested to verify the integrity of the fuse joint. The catheters exceeded the minimum tensile strength requirement of 3.37lbs for catheters per iso standard 10555-1, sec 4.5. Simulation of worse case conditions, including soaking in a heated 37 degrees c water bath for 4 hours, multiple deflections beyond normal use and visual inspection prior to pull testing the fuse joint was performed. In all cases, the catheter shaft stretched before a fuse joint failure occurred, indicating a strong fuse joint. The fusing process is closely monitored daily. Process monitoring data was reviewed and exceeds minimum tensile strength requirements. Device history record for lot 36193 was also reviewed to ensure all mfg and inspection procedures were performed and reported as complete and acceptable. No evidence of a mfg error could be found. 2006 and 2007 complaints were reviewed. This is an isolated occurrence.

Event description:
It was reported that there was insulation break during the procedure. There were no consequences for the patient reported.